Manufacturer narrative:
Customer complaint: event date: (B)(6) 2021. The customer reported that the insulin pump had a fluid under lcd screen. The customer also reported that the insulin pump had cracks. Functional testing to be performed/completed: the insulin pump was received with a cracked battery tube threads, a scratched case, a cracked keypad overlay, a cracked case-corner of belt clip rails near the battery tube compartment, a pillowing keypad overlay and a serial number label fading. The test p-cap/reservoir does lock properly inside the reservoir tube. The crest software download was utilized and successful. The thus history download was unsuccessful since pump is on a constant dark blue screen and could not get into the join network screen. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Powered the pump on using the aa 1.5v battery and continue bootloader traces download using xtest rf, crest and thus. Bootloader traces using xtest rf, crest and thus was successful. Per r&d engineering, the xtest bootloader traces do not provide the additional information, thus problem isolated on the electronic assembly. The pump was cut open to perform visual inspection and no loose electronic components noted. However, corrosion was found on the electronic assembly. No corrosion or moisture damage on the force sensor, motor and vibrator assembly noted. Failure analysis summary: the insulin pump was received with a cracked battery tube threads, a cracked keypad overlay and a cracked case-corner of belt clip rails near the battery tube compartment. The test p-cap/reservoir does lock properly inside the reservoir tube. Per r&d engineering, the insulin pump alarmed critical pump error (open book image), problem isolated on the electronic assembly. Corrosion was found on the electronic assembly. No corrosion or moisture damage on the force sensor, motor and vibrator assembly noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a crack and was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.